Event description:
It was reported that high pacing impedance was observed. The lead was explanted. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Results: externalized conductors due to internal insulation abrasion were noted at 11.5-14.0cm and 32.0-34.0cm from the lead tip. Internal insulation abrasion was noted at 26.0-27.7cm from the lead tip. The (B)(4) coating was intact at these locations. External insulation abrasion was noted at 41.5cm and a fracture of the inner coil was noted at this location. This is consistent with the observation from the field of high pacing lead impedance.